Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had locking sleeve damage. It was reported that the device was not used in surgery. It is unknown if any patient or user injury occurred. There was no additional information provided.